Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had some scar tissue where the new site is that was not allowing the body to absorb insulin effectively, which caused occlusion on (B)(6) 2025. The patient reported skin irritation at the infusion site and significant disruption to therapy. The bg was high upto 400 mg/dl. The patient stayed in the emergency room for 5 hours due to high blood glucose levels. No further information available.